Event description:
Caller tested 6.5 inr on the coaguchek xs system while a comparison lab returned as 4.7 inr. Caller's coumadin dose was held for one day based on meter result. No adverse event reported. Requested return of suspect system and replacement was sent.